Event description:
It was reported tha tin anesthesia, the swg severely bent at the beginning of the procedure to insert it into the ars. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).